Event description:
The user facility reported that spay was performed on a 6 to 7-month-old miniature schnauzer. The involved device was inserted in the vein. During the removal process of the catheter, the doctor stated the catheter did not break on its own and had to have a staff member cut through the cannula while attempting to cut through the tape used to secure the catheter. Approximately ¾ inch of the cannula was cut off and remained in the patient. The doctor and the staff attempted to feel for the cannula and could not locate it. The patient was x-rayed, and the doctor was not able to see it on the xray. No estimated blood loss. The patient was stable and was monitored by the doctor and staff. The event occurred intra-operative. There was no statement or allegation that the catheter malfunctioned or was defective. It was successfully placed for the procedure and was cut by a staff member using a non-specified instrument used to cut through tape during the removal process. In doing so, the cannula was cut.

Manufacturer narrative:
A1: patient identifier: miniature schnauzer. A2: age & date of birth: 6-7 months old . A5: ethnicity: animal patient. A6: race: animal patient. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation, therefore the details of the actual condition of the sample were unable to be determine. Instead, a reference photo of the actual sample was provided by the customer. The proximal hub with tape was observed to have blood. The catheter condition of the actual sample cannot be confirmed through the photo. Retention samples were visually checked and confirmed free from a crack, pinhole, scratch, bent, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test. Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque and non-radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. A total of thirty (30) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. The root cause of the complaint is due to the improper usage of the device. The complaint details state that the user cut the catheter during the removal process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.